Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's assistant that the customer got hospitalized due to low blood glucose, with blood glucose of 35 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller also reported blank display issues on the insulin pump. Troubleshooting was not completed for the low but was completed for the blank display issue. The blank display was not resolved. The caller stated the customer cannot hear alarms as they were hard of hearing and their hearing aid was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was inserted. Device was monitored for 5 days. No blank display, unexpected pump alarm or audio or beep anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window.(B)(4).